Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-03255. It was reported that the patient's leads have migrated. The patient may go under surgical intervention to have them revised.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient is not seeking any intervention due to the high risk to go under surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.